Event description:
A healthcare facility in (B)(6) reported that during a site maintenance visit, a technician found that the power failure alarm was not working as required on an iw930 cosycot infant warmer. The healthcare facility advised that the reported fault was observed during a maintenance check with no patient involvement.

Manufacturer narrative:
(B)(4). Method: the defect was found during an inspection by a hospital technician and was not returned to fisher & paykel healthcare for evaluation. Results: the technician had noted that the unit's power fail alarm did not function during testing. A lot check revealed one other complaint of this nature for lot number 021213. Conclusion: the subject infant warmer unit is nearly nine years old; it is likely that the replaceable super capacitor on the pcb board wore out over time. The super capacitor's function is to store sufficient electrical charge to power the warmer's visual and audible alarms in the event of a failure of mains power. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. Our review of the manufacturing records for this complaint warmer did not reveal any discrepancies. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The reported malfunction was discovered during an annual maintenance check with no patient involvement.

Event description:
A healthcare facility in (B)(6) reported that during a site maintenance visit, a technician found that the power failure alarm was not working as required on an (B)(4) cosycot infant warmer. The healthcare facility advised that the reported fault was observed during a maintenance check with no patient involvement.

Manufacturer narrative:
(B)(4). The device has not yet been evaluated. We will provide a follow-up report upon receipt of additional information and/or the complaint device and completion of our investigation.